Manufacturer narrative:
In this report, section box h: device manufacturers (evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) are updated/corrected.

Manufacturer narrative:
At this time the manufacturer was unable to retrieve details regarding the device information. Therefore, possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging damage to lung tissue (unspecified), fear of serious illness. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.